Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 16 jun 2020.

Event description:
It was reported there was a battery charge failure. There was no patient involvement.

Manufacturer narrative:
G4:24nov2020, b4:25nov2020 . The customer declined service, so no evaluation/repair has been made. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.